Event description:
A volume discrepancy and possible pocket fill was reported. The patient had a refill and shortly after complained of poor eye sight along with feeling sleepy. The overdose symptoms the patient experienced were altered mental status and somnolence. 911 was called and the ambulance took the patient to the local hospital. The patient was admitted to the hospital. The patient received a narcan drip. It was noted, the expected volume was 20ml and the actual volume was 15ml. The pump was reprogrammed. The hcp ordered a decrease in the daily dose from 1.8mg/day to 0.750mg/day of dilaudid. The patient outcome was noted to be alive with injury. The pump delivered dilaudid, clonidine and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
Additional information indicated the patient was receiving effective therapy. No additional information was available at the time of this submission.